Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the esc button was unresponsive. Customer's blood glucose reading was 240 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised they changed out their set and the keys are still unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis. Customer also advised they received a no delivery alarm. Troubleshooting for the no delivery alarm was performed and a complete set change resolved the issue.